Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure.a needle was broken off in the jaw of the endo stitch device. The needle is broken at the suture point. There is evidence of pre-toggling in the form of gouging on the needle and shavings on the toggle switch.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Replication of the pre-toggle condition may occur when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle, this results in the shaving conditions noted.the root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the needle kept falling into the patient cavity while passing through tissue. Two out of the three needles were retrieved from patient cavity. One needle was not retrieved. To correct the issue, a fourth device was opened.